Event description:
Information was received, from a manufacturer representative. Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was reported, that a patient with an implantable neurostimulator experienced a burning sensation at the lead location. Specifically, from behind the ear to the midline, for the past two weeks. The system was implanted occipitally. The patient, who normally used stimulation at 0.8ma, reduced the intensity to 0.6ma, but continued to experience the burning sensation. The patient had undergone recent hip surgery. And subsequently, returned to the hospital, due to complications related to that procedure. The representative instructed the patient to turn off the therapy. The caller was advised to follow up with the patient for further troubleshooting.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2021, brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the cause was due to the device not working properly; leads were dead and battery needed replacement. Patient reported the new device was inserted on (B)(6) 2025, rep was present. Patient reported the device has not been activated yet and will be activated at the post op appt.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they returned their old device to the manufacturer representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the burning sensation at the lead site was unknown. The patient was trying to find a new doctor to see since their previous doctor was no longer with the practice. The patient will let them know when they had an appointment with a new doctor. The issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) gave them the external device, but not the implant. The hospital did not allow release to the rep and discarded the device. The information has been confirmed with the physician.